Event description:
It was reported that the pump touch screen was delayed in responding to touch. There was no impact to the customer¿s blood glucose. Replacement pump was sent to customer to resolve the issue.